Manufacturer narrative:
Date of event is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid at a concentration or dose of "2" and morphine at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain and low back pain. It was reported that the patient was at the hospital and was calling to get physician listings sent to him. The patient confirmed that he was there because there was a problem with the pump. He didn't know what the problem was, but he went through withdrawals constantly. The withdrawals had been "pretty much since (B)(6) 2016." The patient saw "whoever was on staff at that time" who filled the pump for him. The patient had a lot of problems with the pump but didn't know if it was the pump so much. The patient would like to get off of the pump. It was reported that "the other day" they said they would reduce it by 5 percent, and they didn't say anything about what the patient was going to go through for a week when they reduced it by 5 percent, or what he could do to help with these terrible withdrawals. They would tell the patient to go to the emergency room, and he went twice. The second time he went they told him that withdrawals were not a medical emergency, and that there was nothing they could do about it. The patient went through helland his lifestyle had deteriorated, and he put his wife through hell. He wanted to find an alternative, but did not know how to get off the pump without going through withdrawal. It was terrible; people wanted the patient to go in-house and go through a program and go through withdrawals, but the patient didn't want to do that, he wanted to stay home. The patient's healthcare provider (hcp) was well aware of him going through withdrawals already because he had called them. The hcp told him that they were just a clinic and they couldn't do anything regarding the withdrawals. The patient asked why he was going through withdrawals when he had the dilaudid and the morphine, and the hcp didn't give him anything. The patient went to a pain clinic who told him that they could not take on another patient who had a pump that had been implanted by another doctor. The patient was suggested by that hcp to contact the manufacturer for a list of physicians. It was reported that dilaudid was probably in the pump. The dose and/or concentration was "2", but the patient did not know if it was milligrams or milliliters per day. The patient would follow up with the physician listings no further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the pump was functioning normally. X-rays, side port aspiration, dye study, and drug analytics were all negative. The withdrawals were resolved. The patient's weight was approximately (B)(6) lbs. No further complications were reported.